Event description:
It was reported that the patient who has chronic atrial fibrillation presented in clinic with at/af alerts when the device was programmed to vvi mode. The af alerts had been disabled, but continue to show a flag during device interrogation as if they were not disabled. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.